Event description:
Candela received a medsun report ((B)(4)) 07/07/2015 from a user facility. It was reported that a pt was unable to be treated for a port wine stain by the vbeam laser system because it could not be calibrated for the 7mm spot size. Pt was sent home without treatment.

Manufacturer narrative:
Candela reviewed the service history for the serial number of this laser system. It was discovered that the user site had called candela's technical support group in early (B)(6) 2015 in regards to receiving a fault message when using the 7mm spot size. A candela technical support engineer had spoken with the user site on this matter and advised that the dye kit for the laser system would likely need to be changed. The technical support engineer also noted that service on this laser was last performed by candela in 2001. The technical support engineer advised that the user site inform the service group that they utilize to change the dye kit.